Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report a hardware error code displayed on receiver on (B)(6)2015. Patient reset the receiver and it did not resolve the issue. Patient did not report any injury or medical intervention.